Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness, discharge, and granuloma. It was determined that the peg tube had been placed in a skin fold, so the retention plate was not closing properly and allowing the stoma to discharge. On (B)(6) 2018, a culture of the stoma site secretion was performed, and the results were negative. On (B)(6) 2019, the peg-j was removed in order for the stoma site to heal. It was reported that the stoma site had been treated with daily bandage changes, betadine, sudocrem, and an unknown oral antifungal medication for 2 weeks.